Event description:
Pt underwent bilateral total knee arthroplasty in 1996. Arthroscopic procedure of left knee performed in 1999 noted wear and delamination of tibial bearing component. Subject bearing was then replaced in 1999.